Manufacturer narrative:
This report is filed, june 15, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site and was treated with topical steroid cream (date and duration not reported). Subsequently on (B)(6) 2016, the abutment was exchanged. The implanted device remains.